Manufacturer narrative:
The device history record and sterilization batch release record were reviewed, which indicated that the component met specification. The operation notes, from the patient's previous surgery, has been requested. The revision surgery has not been scheduled, but it has been requested that the explanted stem be returned to the manufacturer for further investigation. This investigation is currently ongoing and should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed aseptic loosening of the segmental stem.

Manufacturer narrative:
This complaint has been closed as the patient's revision surgery has not been scheduled. In the event that a revision surgery does occur the complaint will be re-opened and this report will be supplemented.

Event description:
Patient' previous surgery, on (B)(6) 2018, involved the removal of a tumor of the distal tibia and the placement of a guardian custome component with an eleos stem.